Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The right and left monitors were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has poor image quality and the monitors crt have burn-in. There was no report of pt injury.